Event description:
It was reported that during left thr procedure, on insertion the shell was positioned and impacted with mallet onto r3 shell impactor/positioner as per standard technique. The shell impactor became loose and the tip (about 1-2mm) sheared off impactor thread and stayed wedged in the shell apex. The sheared off tip was attempted to be removed but surgeon could not twist out. Surgeon decided to remove shell as he wasn't happy leaving tip in and wasn't sure if shell was fully seated and stable. Procedure was completed with other 48mm shell. 3-5 minutes delayed reported.

Manufacturer narrative:
H3: h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the threads on the device are damaged. This device exhibit signs of significant wear/ usage. This device was manufactured in 2008. A medical investigation was conducted and confirms it was communicated that the explant would not return for evaluation. Based on the information provided, the root cause could not be definitively concluded and the patient impact beyond the negligible surgical delay could not be determined. No further medical assessment could be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.